Event description:
A compudent-sta unit was used in conjunction with a wand-sta handpiece to perform a dental anesthetic injection. The dentist performing the injection, reported that necrosis of tissue occurred at the injection site. The dentist injected inconsistent dosages of the anesthetic drug. The dentist also informed facility, that he has experienced the same tissue damage when injecting anesthetic drugs using a standard syringe. The dentist stated that he purchased the compudent sta unit in an attempt to eliminate tissue damage.

Manufacturer narrative:
I have attached a report from facility specialist. In rep report, she outlines her contact with the dentist and her conclusions. The dentist stated to rep that he has experienced tissue damage in the past using a standard syringe. It is rep conclusion, that the dentist's inconsistent and incorrect dosage of anesthetic contributed to the tissue damage. An initial evaluation was conducted of the unit involved in this event. The results of this evaluation showed that the unit was operating per specification. A more detailed analysis of the unit is underway.